Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 code: health effect - impact code - 4637 - biopsy.

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. According to the patient, on approximately (B)(6) 2024, upon wearable removal, the patient observed a pimple at the needle puncture site. About 2-4 days later, the area progressed to a pustule. He squeezed the pus out and applied over-the-counter neosporin ointment (two to three times daily) but noticed no improvement and the pustule progressed to a ¿boil.¿ on an unspecified date, the patient consulted his physician who assessed the skin and suspected of a methicillin-resistant staphylococcus aureus (mrsa)-related skin infection, cleansed the area, and collected a sample for biopsy. The result returned 2 to 3 days later and confirmed a mrsa infection. On (B)(6) 2025, technical support followed up with the patient to verify the status of the infection. On an unspecified date, he had a follow up visit with his physician and underwent an incision and drainage (I&d with scalpel) with numbing injections to facilitate further incisions. Wound packing with string gauze was performed to maintain the wound opening for drainage and to facilitate healing. The patient was prescribed unspecified anti-inflammatory medication for approximately 10 days; he received an oral steroid pack that he thinks was an oral antibiotic medication. He cannot remember the specific name of the medication or its dosage. He was recommended to change the wound dressing every 12 hours. The patient reported that the wound began to heal after 7 to 10 days of treatment. On the 10th day, he returned for a follow-up to have the gauze removed, and a band-aid was placed on the spot. At the time of the follow up report, no photo was provided, and the patient stated there was still a ½ inch size boil/pustule at the puncture site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.